Manufacturer narrative:
Date rec'd by MFR: 18oct2019. The service technician replaced the power management (pm) printed circuit board (pcb), but it did not fix the problem. The service technician then replaced the user interface (ui) pcb and ui cable, but it did not fix the problem. The service technician then replaced the power switch overlay and it resolved the reported issue. The service technician then re-install the original pm pcb. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The service technician reported intermittent alarm light emitting diode (led) failed error. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The service technician reported intermittent alarm light emitting diode (led) failed error. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.